Manufacturer narrative:
Product analysis: the device returned with a 3-way stopcock attached, and loaded into a 5.5f guide liner. There were numerous kinks evident along the hypotube. A number of the most proximal stent wraps were bunched and deformed. The stent could not be removed proximally through the catheter due to the deformed proximal stent wraps. The stent was advanced distally. Crimp impressions were visible on the proximal exposed balloon surface. Blood was visible inside the balloon. Blood and residue were visible on the proximal balloon folds and distal shaft. The device was placed in the water bath. On removal from the water bath, the device failed negative prep. On pressurisation of the device, a leak was observed on the proximal balloon folds. A small longitudinal tear was observed on the proximal balloon pillow on the outside of the balloon fold. A lead in scratch was visible proximal to the leak site. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent. It was reported that the device failed to inflate. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.